Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's grandmother reported via phone call that she needed assistance with uploading to software. Blood glucose level at the time of the call was 574 mg/dl, which was treated with a bolus. Blood glucose level by the end of the call was 483 mg/dl. The insulin pump was not replaced or returned for analysis.